Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user is alleging that on the legs where they attach to the seat the metal has gotten a crack in it.